Event description:
Patient called in to report that she is currently in the ICU at the hospital due to the fact that has extremely high blood glucose. Patient stated that she has "disorder to the body, drinking to much, urinating very frequently and dehydration." Patient stated that she is under a lot of distress. The patient was unable to provide any further information in regards to this issue.